Manufacturer narrative:
A ge rep evaluated the system and adjusted the collimator. System operates as intended. (B) (4)

Event description:
The customer reported the collimator needs adjustment. No pt injury was reported.